Manufacturer narrative:
The insulin pump passed the functional testing including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test ,prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the device alarmed no delivery several times. The customer's blood glucose reading was 233 mg/dl. The customer tried all remedies. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.